Manufacturer narrative:
There are previous complaints on this device not related to this issue. The investigation into the persistent system error alarm focused on functional tests. It was observed that while the peristaltic motor operated and initiated infusion, it emitted a high-pitched squeal during the process. Ultimately, the pump did not meet specifications and will be sent for further testing and servicing. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).

Event description:
On 10/16/2024, znyo medical received a report from a customer reporting they were getting system error message while infusing. No patient injury/harm reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed one similar complaint. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #(B)(4).